Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 39 year-old female patient who had essure inserted (lot no. B53035) for permanent contraceptive tubal implant. The patient had a medical history of dyspareunia, uterine prolapse, menorrhagia, perineal pain, surgery (bilateral tubal ligation: (B)(6) 2013; essure, boyd and successful but no confirmatory test; left. Broken foot.), smoker (she currently smokes every day, 1/2 pack per day; (15 packyear history}), live birth (5), multi gravida, crying, dizziness, dysmenorrhea (severe cramping and especially after the last 3 years)), lower abdominal pain (llq; suprapubic; sharp, cramping and usually on left), pelvic pain female and underweight. Previously administered products included: nuvaring, depo provera and tylenol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2072 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopically assisted vaginal hysterectomyand bilateral salpingectomy with uterosacral ligament). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: with 5 visible rings on the right and 1 visible rings on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 11.803 kg/sqm. [Pathology test] (date unknown): surgical pathology report clinical history: pelvic pain, menorrhagia operation: laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy uterosacral vault suspension. Specimes: uterus, cervix, bilateral fallopian tubes. Diagnosis: uterus (hysterectomy) slight chronic inflammation and focal squamous metaplasia of endocervical mucosa focal microglandular hyperplasia of endocervical viucosa residual mesonephric ducts remnants of the cervix secretory endometrium foca adenomyosis of the myometrium bilateral fallopian tubes: no significant histopathologic changes vascular congestion present gross description: the left fallopian tube is 9.5 cm in length and upto 0.5 cm in diameter with a fimbriated end 2.8 and it appears grossly normal. The right fallopian tube is 7.5 cm in length and up to 0.5 cm in diameter with a fimbriated end 2.4 cm in maximum width and it appears grossly normal. Present in each tube is a metallic coil. Lot number: b53035, manufacture date: 2013-07, expiration date: 2016-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 39 year-old female patient who had essure inserted (lot no. B53035) for female sterilisation. The patient had a medical history of dyspareunia, uterine prolapse, menorrhagia, perineal pain, surgery (bilateral tubal ligation: (B)(6) 2013; essure, boyd and successful but no confirmatory test; left. Broken foot.), smoker (she currently smokes every day, 1/2 pack per day; (15 packyear history}), live birth (5), multi gravida, crying, dizziness, dysmenorrhea (severe cramping and especially after the last 3 years)), lower abdominal pain (llq; suprapubic; sharp, cramping and usually on left), pelvic pain female and underweight. Previously administered products included: nuvaring, depo provera and tylenol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2072 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopically assisted vaginal hysterectomyand bilateral salpingectomy with uterosacral ligament). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: with 5 visible rings on the right and 1 visible rings on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 11.803 kg/sqm. [Pathology test] (date unknown): surgical pathology report clinical history: pelvic pain, menorrhagia operation: laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy uterosacral vault suspension. Specimes: uterus, cervix, bilateral fallopian tubes. Diagnosis: uterus (hysterectomy) slight chronic inflammation and focal squamous metaplasia of endocervical mucosa focal microglandular hyperplasia of endocervical viucosa residual mesonephric ducts remnants of the cervix secretory endometrium foca adenomyosis of the myometrium bilateral fallopian tubes: no significant histopathologic changes vascular congestion present gross description: the left fallopian tube is 9.5 cm in length and upto 0.5 cm in diameter with a fimbriated end 2.8 and it appears grossly normal. The right fallopian tube is 7.5 cm in length and up to 0.5 cm in diameter with a fimbriated end 2.4 cm in maximum width and it appears grossly normal. Present in each tube is a metallic coil. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Medical history & lab data added including pathology test .reporter information added .lot number added .non drug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2013, the patient had essure inserted. On (B)(6)2019, 2191 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2191 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.